Manufacturer narrative:
On 13-feb-2024 information was received that the lead was explanted on (B)(6) 2024 and destroyed. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 25, 2023 and january 23, 2024 recorded the coil continuity around 300 ohms with multiple drops to <200 ohms. The analysis of the provided iegm episodes from (B)(6) 2023 as well as from (B)(6) 2024 revealed artifact on the rv channel, which led to the reported oversensing. Furthermore the episodes from (B)(6) 2024 showed oversensing with inappropriate shock deliveries. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing with inappropriate shocks was reported. The lead will be explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2024 information was received that the lead was explanted on (B)(6) 2024 and destroyed. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 25, 2023 and january 23, 2024 recorded the coil continuity around 300 ohms with multiple drops to <200 ohms. Furthermore subsequently submitted data including trend data acquired between april 23, 2023 and october 25, 2023 showed that the coil continuity already dropped twice from around 350 ohms to <200 ohms in july and october 2023. The analysis of the provided iegm episodes from 26. Oct and 27. Oct 2023 as well as from 05. Jan and 12. Jan 2024 revealed artifact on the rv channel, which led to the reported oversensing. The episodes from january 23, 2024 showed oversensing with inappropriate shock deliveries. Additionally submitted iegms showed rv oversensing since may 2023 and shock delivery on may 26, 2023. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.